Event description:
Pt is on remodulin therapy. Family member changes the site every 3 days. They first apply a duoderm cgf 4"x4" (convatec) dressing. Then inserts a minimed sof-set 42" infusion set (mmt-320) subcutaneously and then covers the whole site with an opsite dressing. On event date removed the top dressing and noticed that the catheter tip was bent and sitting on top of the duoderm. Family member estimated that pt was without remodulin therapy x 3 days. Pt did not develop symptoms of rebound pulmonary hypertension but an echo revealed an elevated pulmonary artery pressure.